Event description:
A surgeon reports, that following intraocular lens (iol) implant surgery, a pt reported monocular ghosting. Additional info, including the pt's status, has been requested. Left eye: MDR # 1119421-2007-00180.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints in this lot number. This report was mailed to the FDA on: 05/09/2007. Additional info was requested 04/10/2007, 04/16/2007 and 04/24/2007, and 05/03/2007 by phone, mail and fax. Additional info was provided on 04/11/2007 and 04/25/2007 by phone and fax. A completed questionaire has not been received.